Event description:
A report was received that the patient underwent a lead explant due to high impedances. The physician suspected breakage of several wires in the lead but noted there were no exposed wires. There was a 90 degree angle between the anchor and lead at proximal site of the anchor. The patient was doing fine post operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-4316, lot #: 16885061, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent a lead explant due to high impedances. The physician suspected breakage of several wires in the lead but noted there were no exposed wires. There was a 90 degree angle between the anchor and lead at proximal site of the anchor. The patient was doing fine post operatively.